Event description:
It was reported to covidien on 11/20/2009, that a customer had an issue with a dialysis catheter adapter. The customer reports that the catheter junction to the beta cap adapter leaks. The customer uses this adapter with our peritoneal dialysis catheters. The nurse ascertained the catheter was splitting at the juncture of the beta cap adapter. The patient was given a dose of intraperitoneal antibiotic for prevention while waiting for bacterial results, which were negative for infection.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.